Event description:
A surgeon reported an intraocular lens (iol) was replaced due to an unexpected postoperative refraction. The surgeon also reported questionable pitting in the center of the iol. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 12/10/2008, 12/12/2008, 12/23/2008, and 01/05/2009 by phone, fax, and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 01/08/2009.